Manufacturer narrative:
Continuation of d10: concommitant product ID d-evolutfx-34 (lot: 0011928928); product type: 0195-heart valves; implant date ; explant date product ID evolutfx-34 (j169061); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was not performed initially due to protruding annular calcium. Upon the first deployment attempt, the valve frame was noted to be under-expanded. Subsequently, the valve was recaptured and withdrawn from the patient, and a pre-implant bav was performed with a 20 mm balloon. A new valve was then loaded into a new delivery catheter system and deployed into the patient. Under-expansion was still present with moderate paravalvular leak (pvl). A post-implant bav was performed using a 26 mm balloon, and good expansion of the valve was observed. Post-implant angiography revealed mild pvl and a gradient of 5 mmhg. No adverse patient effects were reported.